Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported having experienced "unusual pain, tingling, swelling, numbness or burning of the breast." Healthcare professional later reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 01/23/2013. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : no observed opening on the device. Inflammation/irritation : unable to observe since it is a medical event and is not related to the device. Pain-ndr : not applicable as the event is not related to the device. Additional observation: crease observed on the device. No further actions are required as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported having experienced "unusual pain, tingling, swelling, numbness or burning of the breast." Healthcare professional later reported left side deflation. Device has been explanted and replaced.